Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rippling, bubbles, capsular contracture; baker grade of iii/IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent revision breast augmentation with mentor smooth saline implants on (B)(6) 2006 palpated a small nodule in the left breast at 12 o clock along the periareolar edge. The patient went to primary care provider and was sent to have a mammogram and ultra sound. A left breast excisional biopsy was performed on (B)(6) 2018. The patient was diagnosed with a t1bn0, stage ia breast cancer( invasive carcinoma of no special type). The patient underwent left lumpectomy-resection of the inferior and superior margins and left axillary sentinel lymphnode biopsy on (B)(6) 2018. The device remains implanted. There were no palpably abnormal lymph nodes in the left axilla and 2 lymph nodes were tested and returned negative for metastatic carcinoma. The patient will undergo chemotherapy via tomaxfin for 10 years. Per additional event information received on 09/24/2019, and 10/10/2019, the patient also reported rippling on the right breast, bubbles on both breasts and right side capsular contracture with a baker grade of iii/IV. Per information received on 10/17/2019, the patient is scheduled for unilateral (right) capsulectomy with potential removal and replacement of right silicone implant on (B)(6) 2019. Mentor was also informed that patient does not have capsular contracture; baker grade I on the left side. This report is for the patient¿s right-sided device.